Event description:
The customer reported a leak of about 5 ml that was not contained within coulter hmx hematology analyzer with autoloader. "Partial aspiration" and "flow cell clog" error messages were generated when the leak was observed. The customer was wearing personal protected equipment consisting of gloves, eye protection and lab coat. There was no report of direct contact with the leak. No erroneous results were generated for this event. A field service engineer (fse) evaluated the analyzer at the customer's site.

Manufacturer narrative:
The fse found the backwash flow from the probe wipe restricted. The fse replaced the tubing through pinch valves pv21 and pv22 and the analyzer ran without any leaks and error messages. (B)(4).